Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow -up medwatch report will be sent.

Event description:
The pt reported several experiences of electrical shock. These include when going through the main entrance of the security gate at her employer, and when near a washing machine or electrical heater. She also stated that after getting an ice cream of the refrigerator at walmart, she received a shock that made her hands and legs shake and lasted 45 mins. Further info is being requested from the hcp.